Event description:
The patient is a 74-year-old individual with an acute myocardial infarction supported by an impella cp with smartassist. During support, a "motor current high" alarm occurred. Shortly afterwards, the impella stopped, and a retrograde flow alarm was triggered. Attempts to restart or ramp up the pump were unsuccessful, and the clinical team elected to remove the pump. The patient also underwent a mitraclip procedure during which a sentinel cerebral protection device was used. At the conclusion of the procedure, the patient developed a right radial hematoma at the arterial access site. This event was determined to be unrelated to the impella device althouh anticoagulation for impella might have influenced the event. The clinical team managed the hematoma by applying two tr bands to achieve hemostasis. No additional impella-related concerns or device issues were reported for the remainder of the procedure. The impella cp is conservatively coded for hematoma although this is to be attributed to the procedure using radial access. Nevertheless, impella required anticoagulation and this might have contributed to an elevated risk for bleeding.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B1: added product problem, this was omitted in the initial report in error.

Manufacturer narrative:
H6 medical device problem code was erroneously entered with a140501 and has been update to include a01.

Manufacturer narrative:
B5.additional event description added. D4. Catalog, serial and primary UDI number corrected. H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Hematoma/patient-device interaction: the cause of the injury was not determined due to insufficient clinical details. Pump stop: no logs were returned. The cause of the pump stop cannot be determined since no product or data logs were returned and insufficient clinical details were provided.

Event description:
Additional information was received reported "pump was running and performing well today with no previous issues/alarms. Rn went into to pts room and noticed a motor current high alarm. Attending was notified. Shortly after; alarm went away and a new alarm was seen which stated impella motor stopped (ic12630). Unable to ramp up or restart catheter again, decision was made to exchanged pump in the cath lab."